Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient vascular dissection, obstruction/occlusion, ischemia and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient vascular dissection, obstruction/occlusion, ischemia and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (health effect clinical code: correction) h6, (type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that during procedure to treat 95% stenosed severely calcified tight mid right coronary artery lesions with mild tortuosity, a non-abbott 6f guide was used to primarily wire the vessel with viperwire advance coronary guidewire. The vessel was 2.75-3.0mm in diameter and 50 mm in length. The vessel was prepped and a diamondback 360 precision coronary orbital atherectomy device (oad) was advanced just proximal to the lesion. Within the specific area/lesion that was being treated, there were two tighter spots. Two treatments were performed without any jump for approximately 27 seconds all the way to the end of the planned treatment area. The treatment was paused 1:1 and then treatment was performed for approximately 27 seconds. The treatment was rested 1:1 and repeated thrice. There were puffs taken between runs to make sure vessel remained open and there were no issues. Occasional puffs of contrast taken between treatments. At the end of the last treatment, the patient's heart rate slowed. It was noted that the patient already had a slow heart rate, therefore temporary pacer was placed at the beginning and pacer setting were established at the beginning. The pacer kicked in after each treatment. The oad was removed without issues and a small dissection (type c) with small ischemia/electrocardiogram changes were noted. Dissection at the distal end of the lesion caused slow flow. The patient was treated with balloons and stents. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat 95% stenosed severely calcified tight mid right coronary artery lesions with mild tortuosity, a non-abbott 6f guide was used to primarily wire the vessel with viperwire advance coronary guidewire. The vessel was 2.75-3.0mm in diameter and 50 mm in length. The vessel was prepped and a diamondback 360 precision coronary orbital atherectomy device (oad) was advanced just proximal to the lesion. Within the specific area/lesion that was being treated, there were two tighter spots. Two treatments were performed without any jump for approximately 27 seconds all the way to the end of the planned treatment area. The treatment was paused 1:1 and then treatment was performed for approximately 27 seconds. The treatment was rested 1:1 and repeated thrice. There were puffs taken between runs to make sure vessel remained open and there were no issues. Occasional puffs of contrast taken between treatments. At the end of the last treatment, the patient's heart rate slowed. It was noted that the patient already had a slow heart rate, therefore temporary pacer was placed at the beginning and pacer setting were established at the beginning. The pacer kicked in after each treatment. The oad was removed without issues and a small dissection (type c) with small ischemia/electrocardiogram changes were noted. Dissection at the distal end of the lesion caused slow flow. The patient was treated with balloons and stents. The patient was stable.